Event description:
The following information was provided to carefusion by a distributor in (B)(4). A burnt smell was noted during while on patient. The vent was immediately removed from patient and our engineer was called to check what happened. No harm to the patient. After powering on the vent, the vent was working but a burnt smell appeared; couple minutes later, the screen went completely black.

Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information provided by the foreign distributor. The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning main board. To repair the device, on 12/15/2014 carefusion sent to the foreign distributor a replacement main board. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of 01/10/2015, the alleged faulty main board has not been received. Once the main board is received and the evaluation completed, a follow up medwatch report will be submitted.